Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosae intra aortic balloon pump (iabp) had internal communication error. There were no patient harm or injury was reported.